Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: date of publication. G2 literature: using porous tantalum uncemented components to manage acetabular defects and to restore the hip center of rotation in revision total hip arthroplasty: a minimum ten-year clinical and radiological study. Alessandra cipolla, md, martinique vella-baldacchino, md, marie le baron, md, phd, jean-noel argenson, md, phd, xavier flecher, md, phd. G2 foreign: france. H6 proposed component code: mechanical (g04)-stem. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 1 (one) patient was re-revised due to leg length discrepancy. The reported event was identified during review of a journal article: cipolla et al literature review title: using porous tantalum uncemented components to manage acetabular defects and to restore the hip center of rotation in revision total hip arthroplasty: a minimum ten-year clinical and radiological study. Attempts have been made and additional information on the reported event is unavailable at this time.